Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 7.8; lab 1.8. Date: (B) (6) 2010; inratio: 7.8; lab: 8.9.

Manufacturer narrative:
Data analysis was not performed on inr results since lab results are performed greater than 4 hrs from meter results. The 7.8, 1.1 and 8.9 inr are excluded from comparison tests since time of test exceeded three hrs. There is a high possibility that the discrepancies are due to changes in the status of the pt. Three hrs is considered a reasonable length of time between two readings in order for comparison to be valid. Further investigation pending. No corrective action is required at this time.